Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient had a total hip implant. Components of this hip replacement system have a recall notice advising physicians of early wear and to evaluate patients with x-rays to determine if early wear is affecting the patients implant. It is, a total hip revision is to be considered, this patient had a total hip revision due to the components of the hip implants placed initially in 2019. The event was reported directly to FDA under medwatch# mw5109455.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3) as reported per (B)(6), this patient had a total hip revision due to the components of the hip implants placed initially in 2019. No other information provided in (B)(6). The reporter did not provide any contact information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The reported revision may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear. However, this cannot be confirmed; devices are not returned.